Event description:
A customer reported receiving a cartridge alarm with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support confirmed the issue and decided to replace the pump. The customer was instructed on how to put the pump into storage mode and return it using a pre-paid label. They understood and acknowledged the steps needed to receive the replacement pump, which was sent by technical support. The customer was advised to contact their healthcare provider as there was no backup therapy available to ensure uninterrupted insulin delivery.